Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dase dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, it was noted that balloon burst during the procedure inside the patient at the 15mm size. The procedure was completed with another cre wireguided dase dilatation balloon. There were no patient complications reported as a result of this event.